Event description:
Used approx 2-3 times. The metal piece under the top jaw sticks to the tissue and began to separate from the instrument. Surgeon used another device to realign instrument piece so it would not get hung on the trocar or fall off into the cavity. No injury reported.